Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The product was not used for diagnostic or treatment purposes, as it was not used on a patient. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed as the reported event is unlikely to be caused by the user. Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there is a thin dark line around the circumference of the catheter on the inside. Per notification on (B)(6) 2021, flash was found on the catheter tip based on the sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there is a thin dark line around the circumference of the catheter on the inside.